Event description:
According to the reporter: pt brought back a great deal of coughing. Re-operation due to dehiscence. The procedure was not converted to an open procedure. There was no unanticipated tissue loss. The case was extended by more than 30 minutes. There was no related extended hospital stay. No device fragment or component fell into the pt's cavity. No device fragment or component was left in the pt.

Manufacturer narrative:
(B)(4).